Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the protect sleeve 12/8 l188 (p/n: 03.010.063, lot #: 9827703, quantity #: (B)(4)) was returned and received at us cq. Upon visual inspection, the device is having no issues visually it looks good. No other issues were identified with the returned device. Functional test: functional test cannot be performed as the device was received by itself misalignment condition cannot be confirmed since the function test cannot be performed the device failure/defect is not identified. Dimensional inspection: dimensional inspection was not performed as there was no evidence of damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed the complaint is not confirmed. Investigation conclusion: this complaint was not confirmed for the returned device the protect sleeve 12/8 l188 (p/n: 03.010.063, lot #: 9827703, quantity #: (B)(4)). No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.063, lot: 9827703, manufacturing site: hägendorf, release to warehouse date: march 16, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description. This complaint involves eight (8) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, that during an unknown procedure, at the time of the reconstruction technique, the guide wire went outside the femoral head and then the nail was slightly removed. The protection sleeve was placed again with the drill sleeve to carry out the insertion of the guide wire again. It happened that this collided with the nail and did not pass. The surgeon performed a maneuver with a tissue protection sheath so the guide wire could be placed in the femoral head. It was also noted that the flexible shaft tip was deteriorated and did not grip the milling heads well. This complaint involves four (4) devices. This report is for one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 4 for (B)(4).